Event description:
It was reported that the subject programmer frezzed and/or crashed several times during follow-ups.

Event description:
It was reported that the subject programmer froze and/or crashed several times during follow-ups.